Event description:
It was reported that prior to prophylactic generator replacement surgery on (B)(6) 2014, the vns patient¿s device was tested and pre-operative system diagnostics revealed high impedance. The lead was not replaced during the procedure. The patient¿s device showed lead impedance within normal limits during an office visit on (B)(6) 2014. The patient underwent lead replacement surgery on (B)(6) 2014. The explanted generator has been returned to the manufacturer where analysis is currently underway. The explanted lead has not been returned to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(4) 2014 product analysis was completed on the lead. The lead connector was not inserted completely at one point in time as indicated by the location of a single setscrew mark noted at the end tip of the connector pin and the canted spring imprint on the small o-ring boot. Based on the location of the three sets of setscrew marks also present on the connector pin and scratches from the canted spring observed on the connector ring, it is believed that proper contact between the pulse generator "+" and "-" terminals and the lead connector respective contact points (connector ring and connector pin) existed at least once. The lead connector was inserted completely in a pulse generator associated with the lead and in a representative pulse generator header and no anomalies that could prevent proper insertion were identified. Since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The outer silicone tubing is abraded open at approximately 15.7cm from boot. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portion. Other than the mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the returned generator was completed. There were no performance or any other type of adverse conditions found with the pulse generator. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Additional information was received stating that the explanted lead was discarded during the procedure. Further follow-up revealed that the explanted lead was not discarded and has been returned to the manufacturer where analysis is currently underway.